Event description:
It was reported that during a case using the spine guidance 5 software, there was an inaccuracy. There was a surgical delay of less than 30 minutes and the procedure was completed successfully without navigation with no adverse consequences to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using the spine guidance 5 software, there was an inaccuracy. There was a surgical delay of less than 30 minutes and the procedure was completed successfully without navigation with no adverse consequences to the patient.